Event description:
A peritoneal dialysis (pd) patient's caregiver called and reported the patient was experiencing blocked drain line. She also reported the patient usually vomits and has pain during his first fill. During a follow-up phone call, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for vomiting and chronic constipation. The pdrn stated the patient has gastroparesis that was contributing to the vomiting during treatment. At the time of the report, the patient was still hospitalized for the events. The pdrn stated the patient will be transferring to hemodialysis.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted.